Event description:
Report of explant of catheter and "hygroma formation around the catheter site" received with pump returned for analysis. Follow up with hcp revealed pt a recent escalation of intraspinal medication dose. Pt receiving liorisal 2000 mcg/ml at 100 mcg/day recently increased to 300 mcg/day. No other symptoms changes were reported. The mass was diagnosed using fluoro in 2001. The catheter was removed and the mass was surgically explored/removed. The catheter was not returned for analysis. The pt received a new device system and is reported as "doing well."